Event description:
Same case as MDR #2134265-2012-05624. It was reported that post a stenting treatment procedure, stent thrombosis occurred. In (B)(6) 2012, a 20 x 2.50 ion stent was implanted in the mid left anterior descending (lad) artery and a 24 x 2.75mm ion stent was implanted in the proximal lad. There was a gap of approximately 5mm between the two stents. In (B)(6) 2012, the patient presented to the emergency room with chest pain. Heart catheterization revealed both ion stents were closed off with what was viewed as stent thrombosis. A veriflex 3.5x12 stent was introduced and was unable to cross the lesion. A non-bsc bare metal stent was placed connecting the two stents, and post-dilatation was performed. No further patient complications were reported and the patient's status was fine. The patient admitted that he had stopped taking his plavix 7-10 days prior.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).